Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery of the right lower limb, the parts of the stent allegedly failed to expand completely. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery of the right lower limb, the parts of the stent allegedly failed to expand completely. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray movies, and images demonstrates the placed stent inside the sfa, and hourglass like deformation confirms stent twisting. A manufacturing related issue could not be found. A root cause analysis for the failure mode of twisted stents has been previously performed to determine the root cause for this kind of event. Based on the root cause analysis performed, twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Due to the helical structure the stent has an inherent tendency to rotate upon deployment. The failure mode may occur when this rotational movement is constricted during stent deployment or when rotational forces are applied externally on the stent. Stent fracture may be a consequence of increased stent strut load caused by twisting deformation. Highly calcified vessel, holding and handling of the system during deployment, patient condition or the vessel anatomy may contribute to stent twisting; placement without pta or accessories used may be other contributing factors. In this case the lesion was pre and post dilated; further information was requested but not provided based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU closely describes holding and handling of the system during deployment; in particular the IFU state: 'firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' Regarding access/ accessories the IFU state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire.'. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.